Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020, 5 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and difficult to charge. The patient underwent a replacement procedure and was doing well post-operatively. The explanted ipg was discarded.